Event description:
Additional information received on 7/23/2024: the intended procedure was an anatomic shoulder with a universal convertible baseplate but since the arthrex universal glenoid would not press onto the baseplate, the surgeon completed the case as a reverse procedure. The case was not delayed, and additional anesthesia was not needed. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/22/2024, it was reported by a sales representative via email that an ar-9121-06 arthrex universal glenoid and two ar-9121-03 arthrex universal glenoid would not press onto the baseplate. The baseplate was also swapped out and attempted with the arthrex universal glenoid, but it still would not hold. The case was completed as a reverse procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed. One ar-9121-03, universal glenoid, was received for investigation. Visual evaluation noted that the device had nicks on the edges and damage on the peg. Functional testing was not performed due to the damage of the device. The device's dimensions are congruent to the specifications of drawing c070137. The most likely cause for the reported failure can be attributed to wear and tear due to excessive user-applied mechanical forces over time.